Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard holes in hub. The following information was provided by the initial reporter: I am working to gather additional information. I am copying (B)(6) as I believe she has the product in question, all of which I believe belong to lot# 4255281. These were pulled over various dates. No patient harm to note. I am noting that (B)(6) will not be back until january 2nd. (Derived from related complaint: "I am writing to inform you about an issue we encountered. We discovered small holes in the hub (blue portion) of three separate IV catheters.") (B)(6) 2025. 1. Can you please provide an exact date of event in format mm-dd-yyyy? 12/18/2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No lasting harm, multiple pokes and possible infection risk.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a hole in the device could not be confirmed from the representative 22g insyte autoguard devices that were provided for investigation. A visual and microscopic examination revealed no damage or defects on the returned samples. The affected unit was not returned for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.